Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating essure that was left with hyster') and hysterectomy ('hysterectomy') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and surgery to remove migrating essure that as left with hysterectomy). At the time of the report, the device dislocation and hysterectomy outcome was unknown. The reporter considered device dislocation and hysterectomy to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating essure that was left with hyster') and hysterectomy ('hysterectomy') in a 41-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and surgery to remove migrating essure that as left with hysterectomy). At the time of the report, the device dislocation and hysterectomy outcome was unknown. The reporter considered device dislocation and hysterectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.